Event description:
During a clinic follow-up, the left ventricular (lv) lead was suspected to be dislodged and was confirmed with diagnostic imaging. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.